Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the stored electrograms revealed three pause episodes. The device exhibited intermittent undersensing. No programming changes were made. The patient will continue to be monitored.